Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with a note that stated, "pump has frozen screen." The customer contact reported the pump has a touchscreen issue. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the lower right side of the device touchscreen does not respond when pressed. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the lower right side of the touchscreen was found to not respond when pressed. This device has been identified as part of a product recall. This report represents all the info known by the reported upon query by hospira personnel.